Event description:
It was reported that the lead was electively explanted and replaced. Upon explant, externalized conductors were observed. No electrical anomalies were noted prior to explant. No complications were reported.

Manufacturer narrative:
Internal insulation abrasion was noted at 8.2-9.0cm, 10.6-11.8cm, 28.4-29.8cm, and 31.7-32.7cm from the distal tip. The etfe coating was intact at these locations.